Manufacturer narrative:
UDI corrected : d4 unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for an ablation case. The cr forgot to bring his usb and borrowed a 3 gb usb that he formatted to ntfs. He tried exporting the patient folder from the rosa planning laptop but it was taking very long (more than 15 minutes) so he stopped the export and force quit the computer to go into maintenance mode to get the folder that way. However, when he had the 3 gb usb plugged in, the computer didn¿t want to turn on unless he 'removed the device.' So he removed the device then turned it onto maintenance and then plugged it back in. He was able to copy the patient folder but it was very slow. Meanwhile, someone else had a 32 usb he could use. So while the slow 3 gb usb was copying, he also copied the patient folder onto the 32 gb one (ntfs formatted) to make things go quicker. He was able to load the patient folder onto the rosa robot for the case. Later on, on the planning laptop, he noticed the patient folder didn¿t have any trajectories, just a CT scan ¿ looks like the .ros file was deleted somehow. So he transferred the file back onto the rosa laptop that he had on the 32 gb usb and that was fine. Later on, he plugged in both usbs into his field service laptop to anonymize the data for the complaint and the 3 gb one showed up but not the 32 gb one, which was fine moments before ¿ he think somehow the 3 gb one corrupted the 32 gb one. This did not cause a case delay as he was dealing with this while the surgeons were doing the bone fiducials/o-arm imaging.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis did not permit to find a root cause for the usb device issues encountered. Some usb devices are slower than others, so it is possible that the export takes a long time. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for an ablation case. The cr forgot to bring his usb and borrowed a 3 gb usb that he formatted to ntfs. He tried exporting the patient folder from the rosa planning laptop but it was taking very long (more than 15 minutes) so he stopped the export and force quit the computer to go into maintenance mode to get the folder that way. However, when he had the 3 gb usb plugged in, the computer didn¿t want to turn on unless he 'removed the device.' So he removed the device then turned it onto maintenance and then plugged it back in. He was able to copy the patient folder but it was very slow. Meanwhile, someone else had a 32 usb he could use. So while the slow 3 gb usb was copying, he also copied the patient folder onto the 32 gb one (ntfs formatted) to make things go quicker. He was able to load the patient folder onto the rosa robot for the case. Later on, on the planning laptop, he noticed the patient folder didn¿t have any trajectories, just a CT scan ¿ looks like the .ros file was deleted somehow. So he transferred the file back onto the rosa laptop that he had on the 32 gb usb and that was fine. Later on, he plugged in both usbs into his field service laptop to anonymize the data for the complaint and the 3 gb one showed up but not the 32 gb one, which was fine moments before ¿ he think somehow the 3 gb one corrupted the 32 gb one. This did not cause a case delay as he was dealing with this while the surgeons were doing the bone fiducials/o-arm imaging.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for an ablation case. The cr forgot to bring his usb and borrowed a 3 gb usb that he formatted to ntfs. He tried exporting the patient folder from the rosa planning laptop but it was taking very long (more than 15 minutes) so he stopped the export and force quit the computer to go into maintenance mode to get the folder that way. However, when he had the 3 gb usb plugged in, the computer didn¿t want to turn on unless he, "removed the device." So he removed the device then turned it onto maintenance and then plugged it back in. He was able to copy the patient folder, but it was very slow. Meanwhile, someone else had a 32 usb he could use. So while the slow 3 gb usb was copying, he also copied the patient folder onto the 32 gb one (ntfs formatted) to make things go quicker. He was able to load the patient folder onto the rosa robot for the case. Later on, on the planning laptop, he noticed the patient folder didn¿t have any trajectories, just a CT scan looks like the .ros file was deleted somehow. So he transferred the file back onto the rosa laptop that he had on the 32 gb usb and that was fine. Later on, he plugged in both usbs into his field service laptop to anonymize the data for the complaint and the 3 gb one showed up but not the 32 gb one, which was fine moments before ¿ he think somehow the 3 gb one corrupted the 32 gb one. This did not cause a case delay as he was dealing with this while the surgeons were doing the bone fiducials/o-arm imaging.